Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and (B)(4) is cleared in the us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with pseudoarthrosis after l1 vertebral body fracture and underwent th11-l3 posterior fusion surgery at th11-l3 levels. Post-operatively, the screw deviated. As a result, a revision surgery was performed to explant the screw. The patient recovered after operation.here was no delay in procedure time as a result of event.